Event description:
It was reported that a pt underwent a bilateral mastectomy procedure on (B)(6) 2010. The device was used on the left breast and functioned as intended upon first use. On an unk date, the valve was noted to be floating freely in the bulb reservoir. The drain was removed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.